Event description:
It was reported that the customer passed away while wearing the insulin pump. The mother found him facing down. The last blood glucose reading recorded in the glucose meter was 331mg/dl. It was stated that the endocrinologist doubted that there was anything to do with the insulin pump. A week prior to the event the customer saw his doctor and all was well. It was stated that the customer was hospitalized in (B)(6) for an infection. The caller stated that the funeral home found the insulin pump and it was still working. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.